Event description:
It was reported that the right ventricular lead exhibited noise in both the unipolar and bipolar configurations. The noise was reproducible in the clinic. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.